Event description:
Laparoscopic colectomy- a person noticed a foreign body inside the patient during the procedure. The object was removed, it was then determined the object was plastic and not natural to the patient. Surgery sopped to find the broken instrument and it was determined to piece was from the epix lap reposable grasper. Delay in surgery was 3-5 mins. No injury to the patient." Patient status - "no harm to patient."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.